Event description:
Dental x-ray unit tube head leaking insulating oil. This is the 2nd dental unit of same manufacturer that has same problem within 1 1/2 years. Same manufacturer and lot. Leaking coolant oil from x-ray tube head on two gendex expert dc dental x-ray units. This oil surrounds the x-ray tube (heats up) to keep it within an operating range. The gasket / seal failed. I do not know how much oil is contained in the unit, nor do I know how much oil leaked out of the 2 units. Thus, I had to discontinue use for fear it would expose the patients to overdosed radiation. Dates of use: (B)(6) 2008. Reason for use: dental pathology/x-ray.